Event description:
The company sent thinner, non chemo-tested and non lab-tested blue gloves in a slightly smaller box with the same product code as a box that contains bona fide chemo-tested and lab-tested gloves. This means that our lab, oncology and pharmacy staff will be using gloves that they think will protect them but may not. At this point, there are not any known exposure incidents to staff or patients.====================== manufacturer response for exam gloves, esteem stretchy nitrile======================manufacturer's rep acknowledged a manufacturing problem. Our distributor heard about it from us.